Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the cine of the procedure noted a significant lesion visible in the proximal section of an extremely calcified ramus branch. Balloon dilatation was performed at the lesion site, though it was difficult to verify if the balloon was fully expanded. Afterwards, a short stent was observed in the ostium/proximal lcx, but the next scene showed that the stent had dislodged and was in the left main. The actual crushing of the stent against the vessel wall in the left main was not imaged. Then, a stent was advanced and deployed in the proximal vessel followed by kissing balloon inflation in the left main/lad/ramus bifurcation. In this instance, the reviewer concluded that the images confirmed the reported info that the stent dislodged in the left main. Calcification in the vessel may have been a contributing factor to the reported dislodgement. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, and accessory device support. In addition, potential factors that can contribute to stent dislodgement within the body include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation or from an interaction with other devices, the pt anatomy and/or a previously implanted stent. In this case, return of the ml 8 sds may have aided the eval in determining a cause for the reported difficulties. However, since there was no note of any damage observed to the sds or stent implant prior to the procedure, this may suggest that a product deficiency did not contribute to the difficulties experienced. Based on the information provided, the lesion was heavily calcified and likely contributed to the difficulty crossing and subsequent stent dislodgement. It is possible that the stent interacted with the heavily calcified lesion during advancement, such that the stent was loosened and became disrupted on the balloon, thereby facilitating stent dislodgement upon retraction of the device. The reported device embedded in a vessel or plaque appears to be a secondary effect of the reported stent dislodgement as the dislodged stent was crushed in an unintended location. To ensure this type of occurrence is not a result of a potential product deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional check during the mfg process. All products are also 100% visually inspected online for stent damage, stent placement and dimensionally inspected to verify the crimped stent outer diameters. Based on the info received with this complaint and without the product to examine, a conclusive cause for the reported failure to advance and subsequent stent dislodgement cannot be determined. However, there is no indication of a product quality deficiency.

Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: required intervention to compress stent against vessel wall. Onset of adverse event: during the procedure. It was reported that the highly calcified lesion was located at the bifurcation of the ramus and left main. The lesion was pre-dilated and the multi-link 8 was advanced, but it did not cross the lesion. During removal of the multi-link 8 stent delivery system (sds) the stent dislodged in the left main. The dislodged stent was "impacted" (compressed) into the left main wall with a balloon catheter in an unintended site. The target lesion was treated with a non abbott stent. No additional event or pt info is available.